Event description:
It was reported that the health care professional (hcp) called for assistance with programming this right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to high out of range shock impedance measurements and programmed the device. After the MRI was performed, this system was removed from the MRI protection mode and was functioning as programmed. No adverse patient effects were reported. This rv lead remains in service.